Event description:
Information was received from patient (pt) regarding an implantable neurostimulator (ins) the reason for call was patient stated that somehow their programs has "gone off whack" and they do not know how to fix it. Patient said that they are in group a and intensity of 6.3 2nd is 2.7 3rd is at 0.8 and 4th at 2.8. Patient was asking if they should be in 2.8. When asked for event date patient did not respond and they just mentioned they feel like it was not working anymore and they have to arch their back everyday. Patient said that they did not do any therapy changes. Agent redirected patient to hcp to further address the issue and connect to manufacturer representative (rep) if needed.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.